Event description:
Information received by medtronic indicated that the reservoir had leaked and past the o rings. Customer stated that they found insulin inside the reservoir compartment and found that leak occurred from both reservoir barrel and o rings . The customer reported that insulin was visible inside the insulin pump. It was also stated that insulin pump received no delivery alarm. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.